Manufacturer narrative:
It was reported that blood entered the hl20 pump. The instant of time is unknown. No harm to any person was reported. A getinge field service technician will be sent for investigation and repair of the device. Further information in regards to the event has been requested. Further investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that blood entered the hl20 pump. The instant of time is unknown. No harm to any person was reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "head" during treatment. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation and repair on 2024-02-26. The fst confirmed the reported error message: "head" and observed contamination inside the pump due to the ingress of blood and the holder of the pump cover were broken. The pump was disassembled, cleaned and blood residue was removed, therefore the belts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service technician the reported error message: "head" was caused due to contamination with blood which was spilled on the hl20 roller pump module. The device in question was manufactured on 2018-10-22. The review of the non-conformities during the period of 2018-10-22 to 2024-01-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failure "error message: "head"" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.